Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: asst lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band started deflating immediately upon application to the patient. The procedure was a left heart catheterization. There was no injury reported. The patient was reported to be stable condition. The procedure was completed successfully with manual pressure. There were no other devices or equipment used with the reported product. The event occurred post-treatment. Additional information was received on 23 jun 2023: there were 18 ml's of air was injected into the tr band when it was applied. There was no noticeable damage to the device. The device was not manipulated before use in any way pre-use or during storage. The product is stored in the inventory storeroom.

Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One tr band 2 was returned for evaluation. The returned sample included the band assembly, poch label and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 2.5 ml of air left in the band. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage. The exact cause is an incomplete weld around the inflation tube and balloon tab that creates a leak at tubing channel of the balloon tab. The ops quality engineer (qe) was notified about this issue and this complaint was added to the scope of non-conformances (nc). The nc will contain the root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air flow issue complaints for tr band 2. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).